Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. Integra's investigation determined that the surgeon used a spare implant available in the screw caddy to successfully complete the surgery. The complaint sample screw set was returned from the distributor; seat and screw were both scratched but intact. The collet was not returned for eval. The device history record for this batch was reviewed and no nonconformances were found. Per the complaint log, this is a repeat incident. In past occurrences, the collet tore allowing the screw and seat to separate. In this case, the collet was not returned so that cannot be verified. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgical procedure, the head came off the screw. The surgeon used a spare implant available in the screw caddy to successfully complete the surgery. There was no report of an adverse outcome for the pt.